Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, it was noted that the patient was experiencing stimulation. Further investigation revealed that the right ventricular (rv) lead had perforated. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.